Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The console alarms for purge liquid low/ critically low was due to bag sized entered wrongly. This report is being filed as part of a retrospective review of historical records.

Event description:
Us complainant reported that the patient was placed onto impella cp support due to cardiomyopathy. While on support, the automated impella controller (aic) experienced a purge issue with no resolution specified. No patient harm was reported.